Event description:
It was reported that this right atrial (ra) lead was explanted after six months due to an unknown anomaly. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.